Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricular output connector was broken. Analysis also found the upper case was dented, lower case was broken, side bail covers were broken, battery contacts were compressed, and the keyboard was scratched.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported "port connector cables with no draw". The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.